Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: the plastic catheter had a piece hanging off of it. Unsafe to insert into patient.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of foreign matter was confirmed; however, the root composition and source of the material could not be confirmed. One 22g insyte autoguard bc device was provided for investigation. The sample appeared to be unused. What appeared to be a slender piece of clear plastic was resting on the external surface of the catheter tubing. The material was shorter than the length of the catheter tubing and was tapered at each end. The material analysis was inconclusive regarding the material composition. Since the product was received in open unit packaging, the source of the material could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information